Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two- 08/21/2017 16:18:54 (B)(6) for additional repairs please contact (B)(6) biomed, (B)(6), (B)(6) 04/20/2018 21:44:58 (B)(6) syringe split nut 2 recall completed, and gripper recall completed. Performed pm, and calibration. 04/24/2018 16:47:14 (B)(6) missed - est - rcl to mnr. 05/10/2018 07:35:45 (B)(6) updated from rcl to mnr for the minor repair needed per (B)(6), service tech. Repair approved by (B)(6) for (B)(6). New po# is (B)(4). There was no patient involvement. On 05/14/2018 22:45:12 (B)(6) replaced bracket clip sizer due to fail barrel clamp accuracy test. Replaced barrel clamp, and front case. Performed pm, and calibration. 05/15/2018 07:41:46 (B)(6), (B)(4) 01/16/2019 10:48:31 (B)(6) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4). This file contained documentation of product deficiency allegations, per (B)(4), and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per (B)(4), which required a level 2 customer advocacy quality review, also per (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two- 08/21/2017 16:18:54 william burdette (wburdett) for additional repairs please contact rodger abbott biomed, rodger.abbott@cchmc.org, 513-636-2587 04/20/2018 21:44:58 diane h nguyen (dhnguyen) syringe split nut 2 recall completed, and gripper recall completed. Performed pm, and calibration. 04/24/2018 16:47:14 diane h nguyen (dhnguyen) missed - est - rcl to mnr. 05/10/2018 07:35:45 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per diane nguyen, service tech. Repair approved by rob martin at robert.martin@cchmc.org for $354. New po# is 1100089682. There was no patient involvement. 05/14/2018 22:45:12 diane h nguyen (dhnguyen) replaced bracket clip sizer due to fail barrel clamp accuracy test. Replaced barrel clamp, and front case. Performed pm, and calibration. 05/15/2018 07:41:46 annette a mendez (amendez) 1z9791540272804560 01/16/2019 10:48:31 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.